Manufacturer narrative:
(B)(4). Date sent: 11/10/2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic high anterior resection the surgeon used the enseal x1 initially to take down adhesions, and used both the hook and enseal x1 to mobilise the colon. He also used the enseal x1 to divide using a double seal technique after both sides were clipped using a gold hemolock. The enseal x1 appeared to correctly seal the division. The surgeon then used the enseal x1 on the mesorectum (he would normally use a hook to do this) however the mesorectum began to bleed. The surgeon attempted to seal the bleed with the enseal x1 however the bleed did not stop. He then tried to clip the bleed but was still unable to stop it so tried to use the enseal again but he was unable to seal and control the source of the bleed. It had been intended that the patient would be joined using the circular stapler. However, due to the bleed, the surgeon had to resect lower than intended and it was decided to give the patient a permanent stoma rather than an anastomosis as the surgeons were concerned the patient may bleed postoperatively or go on to have an anastomotic leak.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2021. Additional information was requested and the following was obtained: was the device fully closed and was the end tone was heard on every firing? Yes. Were there any generator alert screens throughout the procedure? No. How was the device cleaned throughout the procedure? Damp swab. How was the bleeding identified? Gushing blood as soon as device jaws were released. How was the bleeding addressed? Tried to use the enseal x1 a furhter 4 times but would not seal, tried to clip bleed but would not stop the blood flow so surgeon had to resect lower so bleed site was removed from patient in specimen was there any evidence on the bleeding vessel that it had been previously sealed with the enseal x1 device? No. Any information available on the patient that would indicate previous treatment that would affect the tissue, such as radiation, blood thinners, etc? No information available however device appeared to seal and divide ima after vessel was clipped both patient and specimen side in this patient prior to this incident. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.